Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that a black speck of contamination was seen within the 20 ml syringe. Verbatim: complaint via email. Email(s) attached both a 20 ml ll syringe and the 1 ml syringes are used in the preparation of intravitreal doses. When getting to the end of the batch, it was noted that a black speck of contamination was seen within the 20 ml syringe. This was being used in conjunction with the 1 ml syringes, so it¿s unknown where the contamination originated. Fluid in the syringe was withdrawn from vials using filter needles, so unlikely the source. A second product complaint will be filled out with 1 ml syringe details.